Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full-height drawer 3 rails were defective. The bearing cage on the right side was dislodging from the rail assembly, while the left side was very difficult when being pushed in or pulled out. A field service engineer, replaced both rails to resolve issue. The system functioned as intended. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that the pyxis medstation es system full-height drawer 3 rails were defective. Customer stated that the that the user experienced a failure with the drawer while attempting to retrieve medications this resulted in a delay, as the medications had already been dispensed prior to failure. There were no adverse events or injuries reported based on this incident.